Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during advancement of the xience prime 2.25 x 12 mm device through the guide catheter, the mid shaft of the device separated. No intervention was reported. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.